Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 12:29:02. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the increased intra peritoneal volume (iipv) event. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If any additional information is received, a follow-up will be sent.